Manufacturer narrative:
The 3.0mm coupler device (rings and winged jaw assembly) involved in the incident was returned for evaluation. Both rings of the 3.0mm coupler device were visually acceptable with no defects observed. According to the device history record, the devices met specifications prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process.

Event description:
On (B)(6) 2012, the surgeon was performing a tram flap procedure for a breast reconstruction using a 3.0mm coupler. It was reported that one ring fell out of the winged jaw assembly when the surgeon was attempting to attach the vein to the coupler ring. The anastomosis was completed successfully by using a new 3.0mm coupler. The pt is reported to be fine.